Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a damaged power cable connected to the patient side cart (psc). As a field scrap item, the power cable was replaced and scrapped. It will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted technical support during setup to report that the mains plug on the patient side cart (psc) mains cable was damaged and could not be plugged into a wall socket. As a result, the scheduled procedure was cancelled as the psc could not be used. The technical support engineer (tse) informed the customer that a field service engineer (fse) would follow up regarding the reported issue. The procedure was aborted with no report of patient involvement or patient injury.